Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -16.50 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
The lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).